Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-03870 / 03871).

Event description:
Patient experienced a tibial fracture after the implantation of an ankle syndesmosis fixation plate to repair a fibula fracture. The component is still implanted in the patient.

Event description:
It was reported that patient experienced a tibia fracture approximately 3 months post-implantation of an ankle syndesmosis fixation plate to correct a maisonneuve fracture. The tibia fracture was corrected with a cast; however, the fractured bone now has callus formation and bone adhesion observed.